Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead kept pulling back. The lead was removed and it was discovered a small piece of tissue had become lodged in the helix. A new lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).